Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller indicated a backup battery fault. The backup battery was expected to be exchanged in 20 months. The backup battery was exchanged and the alarm was still present.

Event description:
Additional information: the controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed with the returned system controller (B)(6). Log file analysis confirmed intermittent backup battery fault/ebb in use alarm events. The alarm consistently became active when the white power cable is disconnected from power. It was noted the intermittent backup battery fault/ebb in use alarm did not become active when the black power cable was disconnected. These alarms events were captured, prior to and post, the backup battery exchange event on july 5. Evaluation of the returned system controller revealed a damaged/deformed metal contact in the backup battery ribbon cable connector that was preventing a proper contact with the pin within the backup battery. The deformed metal contact was designated as the black power line for the backup battery. The finding is consistent with the data captured in the log file. A root cause of the damaged/deformed metal contact issue could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (B)(6) was shipped to the customer on 14aug2017. It was noted the system controller was manufactured without the grease on the backup battery ribbon cable. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.